Manufacturer narrative:
Investigation/evaluation: as reported, a 'bakri tamponade balloon catheter' was being used for treatment of a postpartum hemorrhage. The balloon was placed transvaginally and inflated with 500ml of water. The balloon immediately deflated and spontaneously came out of the patient uterus. A second device was used, which ruptured after 250ml was injected. A third balloon from the same lot was successfully used to achieve hemostasis. The device was not handled by or near metal tools that could damage the balloon. No adverse effects were reported. Reviews of the documentation, including the complaint history, device history record, quality control procedures, and instructions for use (IFU), as well as visual inspection of the returned device, were conducted during the investigation. The complaint device was returned for evaluation. Visual examination noted the balloon material was split the length of the balloon. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint associated with the final product lot number. Cook also reviewed product labeling: the product IFU, t_j-sos_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Evidence gathered upon review of DHR, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a definitive cause of the event could not be determined from the available information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a 'bakri tamponade balloon catheter' was being used for treatment of a postpartum hemorrhage. The balloon was placed transvaginally and inflated with 500ml of water. The balloon immediately deflated and spontaneously came out of the patient uterus [manufacturer's reference (B)(4). The user replaced the device with a new 'bakri tamponade balloon catheter' to continue treatment of the postpartum hemorrhage. The balloon was placed transvaginally and inflated with 250ml of water before the balloon ruptured [manufacturer's reference (B)(4). A third 'bakri tamponade balloon catheter' was used to complete the procedure. It was reported that the device was not handled by or near metal tools that could damage the balloon. The user reported an unspecified delay in taking care of the patient's hemorrhage. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E3: customer occupation = pharmacist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.